Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button became unresponsive after the customer went swimming with the pump. The pump turned on when plugged into a power source, however the touchscreen was unresponsive. Additionally, a malfunction alarm was declared. There was no reported adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to determine the type of backup insulin therapy the customer obtained; however, the customer did not provide this information.